Manufacturer narrative:
The reported complaints of resistance during insertion and inability to advance the icy catheter (lot 197872), and of resistance in the brown port were confirmed during the visual and functional testing of the returned icy catheter. A small residue was observed to be clogged inside the distal lumen tubing, located 5 cm away from the distal end of the distal luer, resulting in difficulty advancing the catheter over the guidewire and resistance during flushing. Visual inspection of the returned catheter was performed and a small residue was observed to be clogged inside the distal lumen tubing, located 5 cm away from the distal end of the distal luer, confirming the reported complaints. No other physical damage was observed. Blood residue was observed on the balloons. Functional flushing of the catheter was performed. All infusion ports and lumens were flushed without resistance, except the distal lumen due to the clogged residue inside the lumen, confirming the reported complaint. However, the residue was able to be removed by pushing the guidewire over the lumen. Subsequently, the distal luer tubing was able to flush. A functional pressure leak test of the returned catheter was performed. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak, no issues were found. The balloons did not leak during testing. The catheter functioned as intended. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 197872.

Event description:
The hypothermia procedure was about to start at 14:00 on (B)(6). The guidewire was well placed in right femoral vein. When advancing the icy catheter (lot 197872) over the guidewire, there was much resistance, and it was unable to complete the advancement. The physician changed to use different guidewires (other brands), but the catheter was still unable to advance. After removing the catheter, the physician tried to test the catheter by injecting normal saline to the guidewire port (brown) and much resistance was observed. He suspected there was something abnormal in guidewire lumen. At around 16:00 on the same day, a new icy catheter was replaced, and the catheter placement was successful via left femoral. No impact or injury to the patient.